Event description:
A report of overinfusion of heparin associated with the use of a flow-gard volumetric infusion pump was received. According to the reporter, the pump was reportedly set up to infuse a 250cc bag of heparin (unk concentration) as the primary infusion, and in addition to the heparin, cipro (unk amount/unk concentration) was set up as a secondary infusion on the same pump. The reporter stated that the pump was programmed to infuse the secondary medication, however, when the secondary infusion was started, the operator did not open the clamp of the secondary tubing, and as a result the pt received a bolus of the heparin infusion instead. According to the reporter, the pt was transferred to the ICU for observation and no medical intervention was required. According to the reporter, there was no pt injury associated with this report.